Event description:
This lead was explanted due to a malfunctioning shock coil. Op notes document irregular telemetry. No other product issues or adverse patient events have been reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.